Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00 x 16mm synergy drug-eluting stent was advanced but slight resistance was encountered inside the 5f guiding catheter. When the device was removed, it was noted that the stent struts were lifted. The procedure was completed with another 3.50 x 16mm synergy stent. No patient complications nor injuries were reported.